Event description:
Download data from a (B)(6) male patient revealed that the patient was receiving battery charger faults. Zoll customer support contacted the patient and issued him a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger faults) has been confirmed. Upon investigation the battery charger was unable to charge a battery pack. The cause for the failure was isolated to a shorted q1 current controlling transistor on the bedside board. The root cause for the shorted q1 transistor could not be positively identified. No adverse event resulted form the defective battery charger/modem. The patient received a replacement battery charger/modem.